Event description:
It was report sometimes unknown post port placement, the port was allegedly identified broken from the catheter via angiography. It was further reported that the catheter was migrated in the right atrium. Reportedly, intervention was performed to remove the device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one MRI l/p implantable port with 7 fr s/l std groshong catheter and one ap radiograph image was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. A medical image review was performed by gustav blomquist. The investigation is confirmed for catheter break at port stem, as a fragment of catheter measuring approximately 3 mm in length was found on the port stem with the distal catheter fragment separate from the rest of the device. The proximal end of the fragment on the port stem was up against the port body and there appeared to be slight mushrooming at the proximal end of the catheter fragment. The break surfaces on both catheter fragments appear to match. The break surfaces near the blue stripe on both catheter fragments appears to be smooth, whereas the break surfaces away from the blue stripe on both catheter fragments appears to be uneven. Both break profiles appeared to have a slight incline and the shape of the lumen at the proximal end of the distal fragment was observed to be elliptical. Three crease/compression marks were observed on the distal catheter fragment near the break site and some necking was observed near the crease marks. The definitive root cause could not be determined based upon available information. Mushrooming of the proximal catheter fragment on the port stem and the compression marks observed on the distal fragment near the break site are consistent with characteristics of a catheter fracture caused in part by the catheter being compressed under the cath-lock. Other potential contributing factors to the catheter fracture are catheter embrittlement due to chemical degradation and repeated/excessive mechanical forces on the catheter. It is unknown if procedural issues and/or manufacturing issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one electronic x-ray photos were provided for image review. The single ap radiograph demonstrates a catheter projecting over the right heart and it can not identify if the catheter is broken from this image. The complaint of catheter embolization is confirmed based on these evaluations. However, from this information it is inconclusive whether the catheter broke or came off of the port stem. Therefore the investigation will be inconclusive. The definitive root cause could not be determined based upon available information. It is unknown if clinical or manufacturing procedure issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was report sometimes unknown post port placement, the port was allegedly identified broken from the catheter via angiography. It was further reported that the catheter was migrated in the right atrium. Reportedly, intervention was performed to remove the device. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way.

Event description:
It was report sometimes unknown post port placement, the port was allegedly identified broken from the catheter via angiography. It was further reported that the catheter was migrated in the right atrium. Reportedly, intervention was performed to remove the device. There was no reported patient injury.